Event description:
It was reported that during a colon procedure, the device would not staple and would not cut. Another like device was used. There was no pt consequence.

Manufacturer narrative:
(B)(4): damaged articulation gear teeth. Eval summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received unfired. The returned device was tested for functionality with a test cartridge on the 3 articulated positions and the staple formation was conforming. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.